Event description:
Carcinogens used in bipap; I was provided with a philips systemone bipap after my resmed failed. In 2019 I received a philips dreamstation to replace the systemone. I occasionally use the systemone when traveling. Both machines are being recalled for degrading foam. I have not received a replacement for either philips machine. I understand the replacement foam is also not approved for human use. See fei number (B)(4). FDA safety report ID# (B)(4).